Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not detecting paddle leads during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was not able to be verified and was not able to be duplicated. Root cause could not be determined. A staff advanced quality engineer reviewed the patient log files and found that an ECG waveform was present from the paddles lead. Stryker replaced the ECG connector and updated the device software as a preventative measure. The device passed functional and performance testing and was archived by stryker for pending customer escalation.

Event description:
The customer contacted stryker to report that their device was not detecting paddle leads during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.